Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left and right common femoral artery (lcfa and rcfa) was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, one proglide device had a cuff miss on the lcfa and two proglide devices had cuff misses on the rcfa. The sutures of two new proglide devices were successfully pre-placed on each side. The sheath was upsized to a 14f on both sides and the aaa procedure was completed. Hemostasis was achieved on both sides with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.